Event description:
It was reported the patient was experiencing pain at the pump site that she did not have before. The pump would ¿ride up¿ over the patient¿s ribs when she sat down. The medication delivered via the pump was unknown. Additional information has been requested regarding interventions and the patient¿s outcome, but was not available as of the time of this report. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer regarding the delivery of an unknown drug (device registration listed the drug as fentanyl and bupivacaine) in an implantable infusion pump for non-malignant pain. The patient wanted to get a hold of the manuacturer representative, as the patient had an appointment for a pump replacement. The patient was referred by to their healthcare provider (hcp). The pump was too big for her and does not fit. The issue occurred for the past year and had not been taken care of yet. Additional information was not provided.